Event description:
It was reported the patient¿s deep brain stimulation device was not working and they had to turn the device off. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# l62124, implanted: (B)(6) 1999, product type: lead. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).

Event description:
Additional information reported that the patient's health care provider (hcp) had not seen or heard from the patient in years. If additional information is received, a follow up report will be sent.